Event description:
Revision of knee components after pt fell and refractured her femur.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. The device history record review provides assurance the part as accepted with conformance to the product requirements.